Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up on (B)(6) 2016 noise reversions were noted. At that time the decision from the physician was to monitor the patient. The patient presented in hospital on (B)(6) 2016 noise alert was displayed, a 3.8 second pause due to oversensing was observed. The pulse generator was explanted and replaced successfully. The patient did not experience any adverse consequences.